Event description:
A clinical manager reported to (B)(6) that after drawing blood for lab, the tip of bd vacutainer luer adapter got stuck inside the arterial cvc hub. The patient was referred to the hospital for cvc exchange. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).